Manufacturer narrative:
(B)(4): the customer reported that a key is broken. There was no report of pt involvement. The device was evaluated by a philips field service engineer. The symptom was clarified as the pacer key did not work and the local fse localized the problem to the pacer keypad assembly. The pacer keypad assembly was replaced to resolve the issue.

Event description:
The customer reported that a key is broken. There was no report of pt involvement.